Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of low results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 18-22mmol/l fasting. Verified the strips expire 11/30/2017. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained 9.6mmol/l and 10mmol/l fasting. Reviewed meter memory: (B)(6). Memory concerns: 9.2. Customer states that he read 12.2, 11.7, 9.2, and 10.3. Customer states he is concerned that when he ran the readings the meter read a 9.2 and then 12.2.